Event description:
It was reported that the patient underwent a right total knee arthroplasty in 2010. Subsequently, patient was revised on (B)(6) 2014 due to loosening. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown; catalog number, lot number and expiration date - unknown; implant date ¿ unknown; 510k number - unknown; manufacture date ¿ unknown.